Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon sleeve and extending approximately 40mm distally across the balloon material. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified radial forearm vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During sixth inflation at 22 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified radial forearm vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During sixth inflation at 22 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.